Event description:
Consumer called to report a low sugar incident and needing to call emt for assistance. Emt meter was much lower than his meter reading. Emt treated accordingly.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.